Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms identified during functionality testing, determined to be caused by door hooks being out of adjustment. Eval found the force required to close the door to be above expected levels. The link screws were replaced to correct this condition.